Manufacturer narrative:
The product has been requested for eval; however it is unk if it will be returned.

Event description:
Report received from (B)(6) states: "the cutter does not cut. It seems to aspirate and tear. The cutter is tearing the retina. No medical intervention necessary and the pt is okay."